Event description:
Patient's mic-key gastrostomy feeding tube came out during routine care. Physician at bedside to place back. Current gtube appeared to be functioning and replaced. 15 mins later gtube fell out again. Upon inspection, it appeared balloon that inflates inside skin was missing some fluid. Inspected again and small leak noted on balloon. Gtube replaced with new.